Manufacturer narrative:
Investigation summary: the driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed a tear in the outer sheath of the driveline cable, confirming the reported driveline damage event. The electrical fault alarm and pump stop could not be confirmed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline damage may be attributed to the reported improper handling of the driveline, in which the patient closed the car door on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient closed the car door on the driveline of their ventricular assist device (vad). At the same time the patient got a high priority alarm with an "electrical fault" message. The patient arrived in the intensive care unit (ICU) approximately two hours later and the monitor showed the pump was stopped. The patient was stable and the vad was explanted and replaced. No patient complications have been reported as a result of this event.